Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise sample valve and reference valve. The fse replaced the sample valve and reference valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.